Manufacturer narrative:
H3: product analysis: evaluation determined that high level of corrosion on the neck. When the motor is activated, it makes a very loud noise and exceeds the maximum temperature in less than one minute. The likely cause of the failure is due to improper sterilization process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of error message given. It was reported that there was no patient impact. Repair request escalated to a product event on evaluation due to overheating.